Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 800 mg/dl at time of incident and current blood glucose level was 298 mg/dl. The customer was treated with pump. It was reported that the pump was not getting enough insulin. The customer does not allege pump was under delivering. It was reported that the customer was unable to perform high pressure test at the time. The insulin pump will not be returned for analysis.